Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch. No button error alarm during testing. The component/lcd keypad connector was not found unlocked during visual inspection. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone cal that the buttons were unresponsive. Customer's blood glucose was 259 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.